Event description:
It was reported that the patient experienced ineffective stimulation and paresthesia. As a result, surgical intervention was taken on (B)(6) 2026 wherein the lead was explanted and replaced successfully. During the procedure, it was discovered that the lead had migrated.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Correction section d10: medical product should have been scs ipg rather than scs ipg (x2) and scs lead. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.